Event description:
It was reported to nova biomedical that a consumer received a result of 496 mg/dl on their blood glucose meter. The consumer based on that reading administered an unk amount of insulin. Sometime later the consumer tested herself again getting another high reading and again administered an unk amount of insulin based on the 2nd high reading. Subsequently, the consumer experienced a hypoglycemic event requiring medical intervention at the emergency room. The test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.